Event description:
It was reported that during the procedure, the physician had a struggled to get access with the needle. The physician pushes the needle in par and the patient screams. The patient had experienced pain at the legs. The physician removed the needle and aborted the procedure. The device will not be return. Additional information received that patients pain per physician was temporary and was back to normal.

Event description:
It was reported that during the procedure, the physician had a struggled to get access with the needle. The physician pushes the needle in far and the patient screams. The patient had experienced pain at the legs. The physician removed the needle and aborted the procedure. The device will not be return.